Event description:
It was reported that a patient seen this week had an impedance issue. It was reported that impedance had been stable for the past year, 900-1000 ohms and no parameter changes were made, with a current range of 32, 31, and 38 in the past year. It was reported that recently therapy impedance showed >2000 ohms. It was reported that the patient has not lost therapy. It was reported the patient denied any falls or trauma. It was reported that the patient¿s left side programming was 0+1-2.5v/90/13 hz with therapy impedance >2k ohms and current 15ua. It was reported that the right side had no loss of therapy and the exam was stable. Right side programming was 1+2- 3v/90pw/130hz. >2k ohms and current 23ua. Electrode impedance: left side: c0: >2k ohms and 11ua c1: 850 ohms c2: 849 ohms c3: 879 ohms 01 <(>&<)> 02 <(>&<)> 03: >2k ohms 12: 935 ohms 13: 1217 ohms 23: 898 ohms right side: c0 c1 1254 16 01 >50 327ua c0 1254 ohms and 16ua c1 1254 ohms and 16ua c2 1615 ohms and 13 ua c3 1665 ohms and 13 ua 01 >50 ohms and 327 ua 02 >2 ohms and 11 ua 03 >2k ohms and 10 ua 12 >2k ohms and 11 ua 13 >2k ohms and 10 ua 23 >2k ohms and 10 ua.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v443426, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3389s-40, lot# v297527, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a shocking or jolting sensation. The patient got ¿little impulses, like static electricity¿ down their right arm and sometimes their right leg that seemed to interfere with their thinking for a minute. This had been going on for the last 4-5 months and it happened whether or not they were using their arm. Sometimes the patient¿s right implantable neurostimulator (ins) hurt. The patient did not have any falls or trauma, but when they have fallen they were already close to the ground and they have not hit their head. The patient stated the last time they saw their healthcare professional (hcp), the hcp ran impedances and they were normal. The hcp had told the patient that one or two electrodes were shorted out on the left side.